Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Additional information was not provided.

Event description:
Reference manufacturer number: 1627487-2021-15333, it was reported that the patient experienced high impedances on one of their two drg leads. Programming using only one lead was unable to provide effective relief to the entire pain map. In turn, the patient underwent surgical intervention wherein the drg leads were explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.